Event description:
Hcp reported inadvertent setting resulted in abrupt right side corticospinal posturing. The pt fell out of the chair striking their right forehead resulting in a small contusion and skin laceration. Pt was treated with an ice pack and tylenol-pt was seen the following day by hcp. Hcp reported the pt recovered without sequela.